Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for abdominal aortic aneurysm with a diameter of 54 mm using a gore® excluder® aaa endoprosthesis. Type ii endoleak from inferior mesenteric artery was shown by the final angiography during the procedure, but no treatment was given and the procedure was completed. In (B)(6) 2020, the size of the aneurysm was still 54 mm during the follow-up observation. In (B)(6) 2021, the diameter of the aneurysm was increased to 61 mm. Although no obvious endoleak was found by computed tomography, echography showed that an inner layer of the graft seemed to be partially peeled and fluttering with pulsatile blood flow in the ipsilateral leg. Additional device placement within the ipsilateral leg has been scheduled for an unknown date to treat the aneurysm enlargement. The reporting physician commented as follows: an inner layer of the graft seemed to be partially peeled and fluttering; therefore, there might have been a type iiib endoleak from the peeled part of the graft and resulted in the aneurysm enlargement despite the absence of obvious endoleak by computed tomogram.